Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted during testing. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, and severely scratched display window noted during testing.

Event description:
The customer reported via phone call that the battery compartment was chipped and cracked. The customer reported that the insulin pump was scratched. The customer also reported that they received a battery out limit alarm. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot for the battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.